Event description:
Patient experienced a right tibia/fibula fracture in 2008 and was implanted with an unknown nail, screw and end cap. Patient requested removal of the hardware due to leg pain. The patient was returned to the operating room on (B)(6) 2012 for removal and all hardware appeared to be intact. The surgeon noted the patient was completely healed but did have some infrapatellar tendonitis, not from the implants. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.